Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. Observe the palm, etc. With normal light observation images and nbi observation images. Make sure the light is coming out. (See figure 3.23). Adjust the amount of light to get the proper brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Operate the angle lever of the endoscope to bend the curved part. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿no image¿. There were few additional findings. Due to damage on insertion pipe, insulation resistance value does not meet the standard value. Adhesive on bending section cover was chipped. Switch button 1 was damaged. Due to damage on lock engagement lever, bending section could not be fixed firmly. Due to damage on charge coupled device (ccd) unit, the image had linear scratches. Video connector had a crack. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed no image. When connected, output failure was noted due to suspected disconnection. The failure was identified during preparation for use for a therapeutic procedure. The procedure was completed with a similar device without any delay. There were no reports of patient harm associated with the event.